Event description:
In an aria-truebeam environment, the srs conical collimator specified in the treatment plan as a "srs applicator" (a dicom rt data element) will not be displayed at the treatment console or on the in-room monitor under the following conditions: precondition for the anomaly: aria treatment (dicom) daemon is in phase of restarting or the daemon has shutdown. Example of this type of scenario is that user selected to restart daemons after making modifications in aria radonc administration task. If the truebeam system is connected to the aria treatment (dicom) daemon and user tries to open a new patient during this time (daemon restarting or shutdown), it will detect that the it daemon has stopped and will initiate the process of reconnecting. Upon reconnecting, the truebeam re-establishes the interface to the aria treatment (dicom) daemon using an older communication "dialect" that does not support the "srs applicator" dicom rt element. Therefore, the srs applicator will not be displayed at the treatment console or on the in room monitor. This represents anomalous behavior as truebeam is not expected to connect to aria using the "older dialect". There was no patient injury, as this problem was discovered during in-house testing.

Manufacturer narrative:
The investigation identified a problem in dicom client implementation. Dicom client should not default to daemon 6.5 implementation uid when it reconnects to daemon. When dicom daemon is restarted while txa is still connected to the daemon, txa then defaults back to a new connection with the older vision 6.5 implementation uid. Safety mechanisms designed to prevent use errors associated with the use of custom accessories are disabled - if the use error subsequently occurs, there is no safety mechanism available - the truebeam system then behaves as a clinac would have some years ago. Depending on the incorrectly set jaw size by the user, or if an intended srs cone is not installed prior to treatment, a large area of the brain and surrounding tissues can receive dose that may result in life-threatening injury to the patient. Although no injury has occurred in this case, varian has determined that a MDR is appropriate. A product notification letter will be sent to affected customers. All corrective action will be reported under the guidelines of 21 cfr part 806. No follow-up parts are anticipated.